Event description:
It was reported that the left ventricular (lv) lead was exhibiting high thresholds and non-capture. The patient had also experienced diaphragmatic stimulation. This was observed during implant as well as post-operatively and a potential dislodgement was suspected. The physician elected to turn off the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)